Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During deployment of the closure device, the distal puck of the wds perforated the laa. The patient then developed a pericardial effusion in the pericardial space adjacent to the laa. The procedure was aborted, and the pericardial effusion was tapped and drained. The patient was admitted to the intensive care unit. The patient was discharged home the next day and another attempt of laa closure was to be performed 29 days post procedure.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During deployment of the closure device, the distal puck of the wds perforated the laa. The patient then developed a pericardial effusion in the pericardial space adjacent to the laa. The procedure was aborted, and the pericardial effusion was tapped and drained. The patient was admitted to the intensive care unit. The patient was discharged home the next day and another attempt of laa closure was to be performed 29 days post procedure. It was further reported that a cardiac tamponade occurred.